Event description:
It was reported that the user experienced an ¿unable to proceed¿ during a supply change and received device alerts indicating high glucose and an insulin delivery issue consistent with occlusion and consecutive stalled motor, after which the user temporarily reverted to subcutaneous insulin by pen before successfully changing all supplies and resuming ilet delivery. Symptoms included hyperglycemia with a reported peak glucose of 329 mg/dl and no other symptoms. Outcomes included stabilization of blood glucose to 184 mg/dl without the need for medical intervention or hospitalization. Investigation included remote troubleshooting and education, a dry run without supplies, and guided supply replacement with verification of no visible supply issues. Investigation of this case revealed that the device resumed normal delivery after supply change and no definitive device malfunction was identified. It was concluded that the cause of the hyperglycemia was unclear and that user education and supply replacement resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.